Event description:
It was reported that a malfunction alarm occurred. The customer declined to provide backup method of insulin therapy. A replacement pump was sent. Customer¿s blood glucose level was 140 mg/dl.